Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: injuries or adverse event: no reported issue: cst states that they experienced this item not retracting. Additional information received on 28apr2025 1. Can you please provide an exact date of event in mm-dd-yyyy format? We do not have an exact date. It happened over a few days 2. The affected quantity is listed as 10 ea. Did this involve 10 different patients? Some were used on the same patient, and some were used on others.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the 24g insyte autoguard devices that were provided for investigation. Nine units were received in sealed packaging. One IV catheter and needle cover were received separate from the packaging and the needle was not returned. A functional test of the sealed samples showed that the needle fully retracted when the safety mechanism was activated. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.